Manufacturer narrative:
On (B)(6) 2016, the customer reported that no further occlusions have occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 405 mg/dl and an insulin injection was used to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer declined to complete the system check and changed the infusion set site. Insulin delivery was resumed.